Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported "low or no phaco power" during a cataract with intraocular lens implant procedure. There was a significant delay in the procedure, but no pt harm was reported. Add'l info has been requested but has not been rec'd to date.